Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/10/19. The manufacturer¿s international service technician confirmed the reported issue. The international service technician replaced the defective power switch overlay. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Event description:
The customer reported (light emitting diode) led indicator faulty. The device was not in use at the time of the reported event; therefore, there was no patient involvement.